Event description:
Alleged event: healthcare professional reported right side 'ruptured; capsular contracture baker grade 2; size exchange' of a non- (B)(6) device. Device explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).